Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a scratched lens, cracked battery door, and cracked battery compartment. Review of the event history logs confirmed a ¿high alarm displayed: cassette not attached properly¿ message. Functional testing was performed and the reported issue was replicated. The most probably root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an ¿attach/reattach¿ error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
H2) correction: d4 primary UDI number corrected. H2) additional information: a1-a2 and a4-a6 corrected. B5-b7 corrected.

Event description:
Additional information was received and per the reporter, the product issue did not happen during patient use, neither did it harm the patient.